Event description:
It was reported to boston scientific corporation that an expect¿ device was used during an endoscopic ultrasound and fine needle aspiration procedure in the patient¿s pancreas performed on (B)(6) 2015. According to the complainant, during unpacking, the needle tip of the expect¿ device was found to be dulled. The procedure was completed with a different device. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable". This event has been deemed a reportable event based on the investigation results; needle tip detached.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found the needle partially extended when received. Additionally, the working length was severely kinked and bent in multiple locations. Functional evaluation revealed that the needle was difficult to extend and retract due to the kinks and bends in the working length. Moreover, the tip of the needle was found to be broken. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the needle was damaged. Most likely, some operational/anatomical factors encountered during the procedure that the needle was severely kinked and bent in multiple location and the tip of the needle was broken off. Therefore, the most probable root cause classification for the reported failure ¿operational context¿. A review of the device history record (DHR) was performed; no anomalies were noted.